Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device returned for analysis. Visual inspections were performed on the returned device. The kink/bend was confirmed. Additionally, the device was separated at the tip ball. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, the reported difficulty appears to be related to user technique during withdrawal of the device from the dispenser coil and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that before use and once out of the packaging, the balance middle weight guidewire tip was kinked. There were no reported patient involvement. There was no additional information provided. The device returned with a shaping ribbon and tip ball separation.